Event description:
It was reported that an ilet user received alert 38 indicating consecutive stalled motor shortly after changing a teflon infusion set, with the user having attached the connector to the cartridge outside the ilet before insertion; the agent provided instruction and a guided dry run past step 120, after which the user changed the infusion set and successfully resumed insulin delivery, with a reported blood glucose of 185 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with the stalled motor alert during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.